Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing detailed instructions to reset the pump, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.